Manufacturer narrative:
The customer provided information that they incorrectly matched the results from the advia 2120 with dual aspirate autosampler instrument to the wrong patient identification number and released the incorrect results to the physician. Siemens healthcare diagnostics inc.'s investigation has determined that the cause of the incorrect complete blood count (cbc) results obtained on the advia 2120 with dual aspirate autosampler instrument being reported to the physician was due to use error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The sample identification (sid) number for one patient sample was not present on the complete blood count (cbc) results after being sampled on the advia 2120 with dual aspirate autosampler instrument. The customer manually matched the results from the advia 2120 with dual aspirate autosampler instrument to the wrong patient identification number and released the incorrect results to the physician. The physician questioned the results. There are no known reports of patient intervention or adverse health consequences due to the discordant results being reported to the physician.